Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. It was reported that on an unknown date, during patient follow up, a type ia endoleak was observed on CT. On an unknown date intervention was carried out with the addition of an aortic cuff and heli-fx endoanchors were implanted. The event did not resolve. No additional clinical sequalae were reported an the patient will be monitored.

Manufacturer narrative:
Follow up CT carried out showed complete resolution of the thrombus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the information regarding the thrombus was reported in error for this patient. If information is provided in the future, a supplemental report will be issued.